Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found water tightness was lost due to the crack on the distal end, the up/down lock lever was worn and could not lock the up/down control, the suction cylinder was discolored, the ultrasonic cable was discolored, the number of missing pixel elements exceeded the standard value, there was a chip in the adhesive area between the acoustic lens and the ultrasound probe, the acoustic lens was damaged, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus evis exera ii ultrasound gastrovideoscope asset to the olympus service center. Upon inspection and testing of the returned device, it was observed the distal end of the device had a crack. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed distal tip crack could not be determined, however, the tip damage/deformation was likely the result of physical stress due to user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180. Important information ¿ please read before use. Warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.